Manufacturer narrative:
Concomitant products: dtba1d1 ICD implanted: (B)(6) 2014; 419588 lead implanted: (B)(6) 2014.

Event description:
It was reported that a lead integrity alert (lia) triggered due to noise and a high sensing integrity counter (sic) with high rate non-sustained episodes on the right ventricular (rv) lead. The lead remains in use, however, a lead revision is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the lead was capped and replaced.